Event description:
It was reported, that pt is reporting that outside of the hip joint, it is hot and tender. Pt is also reporting periods of soreness and also that her leg gave out a couple of times. Pt is also reporting that she does not have a smooth motion when bending over and that she is having balance issues. The pain started with the last six months. Pt is reporting that she had her blood work done for the chromium and cobalt testing the week of (B)(6) and the results are pending. Update provided by sales rep: it is reported that, rejuvenate revision based on surgeons positive MRI findings.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.